Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during placement, in the right ostium, the device came apart, spontaneously broke, in coils area") and complication of device insertion ("during placement, in the right ostium, the device came apart, spontaneously broke, in coils area") in a female patient who had essure (batch no. A47944) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage and complication of device insertion ("during placement, in the right ostium, the device came apart,spontaneously broke, in coils area") in a female patient who had essure (batch no. A47944) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on the same day. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and during placement, in the right ostium, the device came apart, spontaneously broke, in coils area. This event is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the breakage occurred during the insertion procedure and was assessed as related. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage and complication of device insertion ("during placement, in the right ostium, the device came apart,spontaneously broke, in coils area") in a female patient who had essure (batch no. A47944) inserted. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on the same day. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred term: device breakage -the analysis in the global safety database revealed 1.630 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: correction: the reporter did not respond to fu attempt. No further information expected. Final report ticked. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.